Event description:
It was reported that patient underwent total hip arthroplasty in 1992. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner . During the revision procedure, the acetabular liner was removed and the new liner would not lock into the acetabular cup. Another liner was available to complete the procedure without significant delay.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - sometime in 1992. PMA/510(k) number - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Manufacture date ¿ unknown.